Event description:
Analysis of the returned device found that part of the distal tip outer plastic layer (pebax) was missing. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the guidewire was stuck within the microcatheter shaft. The microcatheter distal tip was damaged and 1.2 cm of the distal tip outer plastic layer (pebax) was missing at 4cm to 5.2cm from the distal tip. The microcatheter shaft was accordioned 123cm from the proximal end for a distance of 7cm. Indicative of resistance encountered. All dimensions were within specification. Resistance was encountered as the guidewire was inserted into the microcatheter. Movement of the device against resistance most probably caused the observed damaged and the outer plastic layer (pebax) to separate. As friction is considered to be procedural factors, therefore; a root cause of operational context has been assigned to the event.